Event description:
The manufacturer received this report via a company field representative. The manufacturer has attempted to contact the hospital and physician, but has not received a response at the time of this report. A patient with barrett's esophagus was undergoing upper endoscopy with the intent to deliver ablation using a balloon-based catheter. After sizing the esophagus, a balloon ablation catheter was introduced over a guidewire. Upon reintroduction of the endoscope, some blood was noted in the esophagus. By report, there was a superficial mucosal laceration of approximately 2 cm in length. The physician, therefore, elected to not perform ablation at that time. No intervention was applied to the laceration. No radiological study was performed. The patient was awakened and discharged to home. The manufacturer was informed that no further adverse events occurred, and that the patient was rescheduled for endoscopy and ablation at a later date.

Manufacturer narrative:
The hospital's risk management unit has possession of the device and would not release for analysis. When and if we are able to analyze the device or obtain additional information pertinent to this event, a follow-up report will be submitted. (B)(4).